Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of swelling and foreign body granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Hospital reported injecting a patient with juvéderm voluma with lidocaine in the temples. Eleven days later, the patient developed swelling on the side of masticatory muscles. About 3 months later, patient had gone overseas and noted surgical removal of swollen section at mainland hospital. An MRI and biopsy was done which indicated that it was caused by hyaluronic acid. Pathology report provided for sample from left cheek showed "a large number of colloidal substances (foreign bodies) were fond in the fibrous adipose tissue, which accorded with foreign body granuloma."